Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r, h3, h6: a manufacturer representative went to the site to test the navigation system. It was reported that the camera was replaced and the system was functioning as intended. Codes b01, c08, and d02 are applicable. Multiple fdd/annex a codes were reported. A05 was coded for the localizer faulted. A1102 was coded for the error message. A0708 was coded for the battery in the camera was bad. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon booting up the system, a localizer faulted message appeared in the application. The probable cause was that the battery in the camera was bad. Troubleshooting steps included running the network device interface (ndi) toolbox to confirm the erroneous bump status and the interconnect cable was not connected. There was no patient involvement.

Manufacturer narrative:
H3) the camera was returned for analysis. Functional testing determined that the camera was malfunctioning causing the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.